Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that on the (B)(6) 2020 a patient had been hospitalized with diabetic ketoacidosis (dka). Patient was wearing the pod between 4 and 24 hours on the arm. Patient had high blood glucose levels of 460 mg/dl and was vomiting and had stomach pain. Patient was treated with fluids and blood work. Patient was also treated with manual injections of insulin.